Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the pacemaker and the right ventricular lead exhibited noise oversensing, which resulted in pacing inhibition. No intervention was performed, and there were no patient consequences.